Event description:
Same case as MDR ID: 2134265-2014-04058. It was further reported that in (B)(6) 2014, the site reported an event of ¿left circumflex coronary artery distal to the stenosis¿ during index procedure and the patient underwent balloon dilatation as an intervention. On the same day, the patient recovered and the event resolved.

Manufacturer narrative:
Device evaluated by MFR.: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was further reported that in (B)(6) 2014, dissection occurred at the coronary artery. The stenosis was at the lateral branch and not distal to the left circumflex as previously reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2014, dissection occurred at the coronary artery. The stenosis was at the lateral branch and not distal to the left circumflex as previously reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that during the procedure, there was a grade 'a' dissection during post dilatation.

Event description:
Same case as MDR ID: 2134265-2014-04058. (B)(4) clinical study. It was reported that vessel dissection occurred. In (B)(6) 2014, the patient presented for planned percutaneous coronary intervention (pci). The 90% stenosed target lesion was located in the 1st obtuse marginal artery that was 34 mm long with a reference vessel diameter of 3.0mm. The lesion was treated with pre-dilatation, placement of a 2.50 x 28 mm and 3.50 x 12 mm study stents that lead to grade ¿a¿ dissection which was treated with a percutaneous coronary intervention from the left circumflex artery to the obtuse marginal artery. On the same day, the patient recovered and the event resolved. 2 days after procedure, the patient was discharged on acetylsalicylic acid and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).